Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device is not booting. The device was evaluated onsite, the fse determined that the dfm100 assy som (system on module) was faulty and needed to be replaced. The dfm100 assy som was replaced and the device was returned to full functionality. The faulty component is not expected for return. The device was returned to service and remains at the customer site. No further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was a component failure. The root cause could not be confirmed because the component is not available for return. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator is not booting up. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.